Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01156. Follow-up identified the patient experienced new pain in her calf for which topical gel was administered. In addition, the leads were explanted on (B)(6) 2017. The new pain is believed to have resolved and was attributed to the physician possibly irritating a nerve root while placing the trial leads. Additionally, the csf leak was not confirmed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-01156. It was reported the patient experienced pain after the trial implant. The physician suspected a csf leak. Surgical intervention is planned as the next course of action.